Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer, and found most results were from single position on one rack. Fse found the insert was out of position on the rack and alignment was out in opposite direction causing probe to be positioned very close and touching the inside tube. Fse replaced insert and performed alignments on all sample probes. Fse verified system resumed operation with no further system flags generated. (B)(6).

Event description:
The customer reported obtaining random samples with multiple flags and erroneous patient results for multiple chemistries generated on their au5800 clinical chemistry analyzer. When samples were repeated, results were normal. The original results were not reported out of the laboratory. There was no change to patient treatments. Quality control (qc) was within their established range before the event.